Event description:
It was reported that: "the trap liner was advanced too far exposing the collar outside of the guide catheter. When realized physician attempted to correct and pull back into the guide catheter causing the trapliner to break into pieces at the flex point while crossing the vd-om. Catheter was retrieved successfully with a guide liner and balloon and procedure was completed."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer report of the trapliner breaking into two pieces was able to be confirmed with inspection of the returned sample. The customer returned one trapliner device separated into two pieces. Signs of use in the form of blood particulates were noted on the device. Catheter shaft damage (i.e., collaring, coil deformation, and kinking) was noted on the returned device. Visual analysis revealed separation at the weld joint and catheter shaft damage in multiple places along its length. A device history record review was performed and there were no relevant findings. Additional information indicated that "the trapliner was advanced too far exposing the collar outside of the guide catheter. When realized physician attempted to correct and pull back into the guide catheter causing the trapliner to break at the flex point.". The product IFU states "never advance the trapliner catheter more than 10cm beyond the tip of the guide catheter, as the trapliner catheter may become lodged in the guide catheter making it difficult to remove". Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "the trapliner was advanced too far exposing the collar outside of the guide catheter. When realized physician attempted to correct and pull back into the guide catheter causing the trapliner to break into pieces at the flex point while crossing the vd-om. Catheter was retrieved successfully with a guideliner and balloon and procedure was completed."